Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the front therapy electrode pad. The area was described as red, itchy and weeping. During a follow up, the patient's spouse reported that the skin irritation had healed. The patient had consulted with is doctor and used an ointment on the area.